Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited episodes of noise. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
New information noted that the right ventricular lead was found to have externalized conductors.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Final analysis found two locations where the internal insulation was abraded at 6.7 cm to 6.8 cm and 6.7 cm to 9.3 cm from the distal tip. Additionally, analysis found two locations where the external insulation was abraded at 15.2 cm to 15.5 cm and 39.8 cm to 40.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.